Manufacturer narrative:
Ps315508 method: the complaint mr290v humidification chamber was returned to fisher & paykel healthcare in new zealand for evaluation. The complaint chamber was visually inspected for the reported damage. Results: visual inspection revealed that the returned mr290 chamber had a horizontal crack line on the lower part of the dome. Conclusion: we were unable to determine what had caused the cracking on the chamber dome. However, based on the information provided by the customer, the complaint mr290 chamber was used for 11 days which is beyond the maximum intended use of the device. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - this product is intended to be used for a maximum of 7 days. - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber had a crack causing a water leak after 11 days of use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber has been returned to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber had a crack causing a water leak after 11 days of use. There was no reported patient consequence.